Event description:
Customer reports that a sample for psa was assayed in 2003 and produced a result of 0.ng/ml. The physician questioned the result since a 0 ng/ml value was not consistent with the clinical picture of the pt. Pt has a history of benign prostatic hyperplasia (bph). The pt was redrawn on 8 days later and the result was 4.25ng/ml. The customer reassayed the frozen sample from the original date. The results were 3.01ng/ml from the sample tube and 3.12ng/ml from a sample cup. There was no change to patient treatment that can be attributed to this event.